Manufacturer narrative:
A procedure cancellation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a mapping procedure, a cancellation occurred. While attempting sheath placement in the superior vena cava, it was believed the guidewire advanced without issue into the patent foramen ovale. After advancement, the device was visualized in the pericardial space. The patient vitals were monitored and protamine was administered. The devices were withdrawn and the patient was followed. Mapping was able to be completed and no perforation was noted, however the procedure was cancelled. There were no alleged performance issues with any abbott device. There were no patient consequences.